Event description:
It was reported that after the stimulator was replaced, it did not work. Communication/telemetry issues were noted. The patient underwent a surgical intervention and it was found that the adaptor was defective and was replaced. Everything was considered "normal" after the adaptor replacement.

Manufacturer narrative:
Product ID: 64002, lot# 0206669026, implanted: (B)(6) 2013, product type: adapter . (B)(4).

Manufacturer narrative:
(B)(4). Final analysis for the adaptor revealed no anomalies.